Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('migration of essure device: close to ovary/perforation (other): close to ovary/finding of essure in left ovary') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included citalopram since 2014, clonazepam since 2016 and ibuprofen since 2014. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced pelvic pain ("pain/lower right pelvic pain"). In 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression & anxiety"), anxiety ("psychological or psychiatric problems condition: depression & anxiety"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (unilateral oophorectomy, unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the ovarian perforation, pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, depression, anxiety, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, ovarian perforation, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: total bilateral occlusion. The coils were where they were supposed to be.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs received: case become incident. Event injury nos was replaced with new events. Events added - ovarian perforation, pelvic pain, menorrhagia, vaginal bleeding, depression, anxiety, headache, migraine, urinary tract infection, dysmenorrhea. New reporter and consumer address were added. Patient¿s date of birth and demographic details were added. Lab data was added. Events onset date was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.